Manufacturer narrative:
Visual inspection of the received product confirmed that the screw portion of the abutment had fractured horizontally across the threads.the abutments had evidence of usage around collar and the shank. There was noticeable wear around the hex but did not appear to be stripped. The fractured bottom portion of the abutments were not returned. The complaint is confirmed. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. The complaint review for lot number 2016092066 concluded that this is the first complaint reported against the subject lot to date. A definitive root cause has not been determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿

Event description:
The dentist reported that patient returned with abutment fractured. The dentist was able to remove the fracture part of the abutment. The fracture portion of the screw of the abutment was discarded. No patient impact.